Manufacturer narrative:
Additional information received from the local field representative confirmed that no intervention was planned at this time and the patient planned to be monitored. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited abrupt increases in pacing impedance measurements to greater than 3,000 ohms. The patient was brought into the clinic and noise was not able to be recreated with isometrics or pocket manipulations. It was reported that when the patient laid prone, the impedance increased from approximately 450 ohms to 1,000 ohms. Boston scientific technical services (ts) discussed continuing to monitor the issue on remote monitoring. No adverse patient effects were reported.